Event description:
A malfunction was reported involving a tandem pump, identified by the caller as malfunction code 199. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to reach out again if the issue returned.